Manufacturer narrative:
Reporting agent notified on (B)(6)2015. Manufacturing site evaluation: the received device is bent. Microscopic investigation showed that the connection between the push rod and the jaw was unhinged. The bending of the device resulted in the pin becoming unhinged which disconnected the push rod. The damage is related to handling of the device. No further action is required at this time.

Event description:
Country of complaint: (B)(6). Jaw of device broke while grasping and lifting tissue. According to reporter: tissue may have been slightly hard. No fragments of device remained in patient. Second use of device. No delay in time of procedure.